Manufacturer narrative:
Investigation summary: investigation into this event found that imprecise results were limited to multiple samples from one patient. Other patient samples yielded expected and consisent results. Precision test result were within acceptable ranges. Qc results were within expected intervals. No additional precision issues have been identified. The customer believes the issue to be patient-specific. The root cause is unable to be determined.

Event description:
A customer observed imprecise phyt results for a patient sample. The patient results were reported, and were questioned by the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.